Event description:
It was reported via medwatch "a dead bug was found inside sterile glove package inside a sterile port access adult kit."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.